Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, there were vertical lines on the display of the central control monitor (ccm). There was no pt involvement.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint (MDR #1828100-2012-01641) is related to MDR #1828100-2012-01640, 01099.